Manufacturer narrative:
Following our receipt of the one returned used partial sensor (needle do not return) and performed visual inspection and checked for physical damage and none was found (no microscope). Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Unable to confirm needle anomaly due to customer did not return insertion needle. Performed bicarbonate buffer test and sensor passed per specifications see attached file for results. In summary, the customer complaints of unexpected sensor alarms were not confirmed. Found sensor electrode with no physical/electrical damaged, submerged sensor under different levels of glucose and sensor passed with accurate readings. Customer complaint for needle anomaly could not be confirmed. High bgs was not confirmed, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and blood at insertion site. Customer also reported calibration not accepted alert, change sensor alert, difference between sensor glucose and blood glucose values. Customer was treated for hyperglycemia with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-342g, mmt-7040a, mmt-1884l, mmt-431ag. Troubleshooting was performed for sensor glucose and blood glucose and the insulin delivery was not suspended. Customer reported blood glucose value of 288 mg/dl. Customer reported sensor glucose value of 84 mg/dl. Customer noticed that difference between sensor glucose and blood glucose was more than 30%. Troubleshooting was performed for hyperglycemia and it is unknown whether customer was using the auto mode/smart guard feature at the time of the event. Customer was using the insulin pump system within 48 hours of reported event and customer declined the troubleshooting. Troubleshooting was performed for site issues and customer reported bleeding at site. No further patient complications were reported. No product return is required for mmt-342g. The customer will discontinue to use the sensor. Mmt-7040a was requested and customer response was the device will be returned. No product return is required for mmt-1884l. No product return is required for mmt-431ag.